Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the communication failure was caused by outdated drawer firmware. The field service engineer (fse) provided the customer with instructions on how to recover storage spaces and waited for technical support specialist to deploy the drawer firmware updates. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 was not detected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.